Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients lead extension was explanted and replaced due to impedance issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.